Event description:
It was reported that during a routine pulse generator change out procedure, an insulation anomaly was observed on the right ventricular lead. The lead was reprogrammed and reinforced, and due to the patients age, the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.